Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x5/8 safety shield broke off it was reported by customer that saftey slipped off orange connector when staff attempted to apply it. Rcc received a complaint via email. Saftey slipped off orange connector when staff attempted to apply it. I submitted the uo and the number is 25-6433 xxxxx had an issue with a needle that when she went to apply the safety, it broke off. She does have the safety piece if we need to send it in, the needle was discarded. Please let me know if you need any further information! Thanks! I am assuming this is on one of the new xx eclipse needles can you fill out a defective product form by chance? See attached. Please send me a copy of it once it has been completed for my tracking purposes. I am including xxxxxxxxx from xx to see if she can assist with reporting this to the company.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control at molding process, there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection and fail hook ID inspection at the eclipse hub molding in-process inspection. Current control at the assembly process, there is functional test on activation/locking force test, deactivation/unlocking force test and eclipse safety shield inspection. Also, there is visual inspection of broken pivot pin at safety shield at the packaging in-process inspection.